Event description:
The ins was replaced due to premature battery depletion. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead model 3387-40 lot# v004552 implanted: (B)(6) 2006 explanted: na. Lead model 3387-40 lot# v004552 implanted: (B)(6) 2006 explanted: na. Extension model 748251 serial # (B)(4) implanted: (B)(6) 2006 explanted: na. Extension model 748251 serial # (B)(4) implanted: (B)(6) 2006 explanted: na. Extension kit model 3550-09 lot # unk. Adapter model unk lot# unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for the ins revealed no significant anomaly. It had reached normal end of life. The telemetry and output were okay. Final device analysis for the adaptor revealed no anomaly found. Final device analysis for the plug revealed no anomaly found.